Event description:
A pt had sustained an approx blood loss of 570 ml when the contents of 3 consecutive filter sets were not returned to her following air in the circuits. The events history file revealed that the machine generated "access extremely negative" first hour of treatment for all 3 events and "air in blood" alarms. The access alarms suggest there was an issue with the pt's access catheter line: the catheter was out of position in the vein; the blood flow rate was too high for the catheter; the catheter was clotted; or the pt was moving or coughing. The machine was inspected which revealed the air bubble detector functioned appropriately. As part of the inspection, a simulated treatment was performed successfully and it was concluded that machine operated according to MFR's spec. The three filter sets were discarded and not available for analysis.

Manufacturer narrative:
The involved samples were discarded and therefore not available for inspection. The complaint history file has shown there are no other complaints and no nonconformities with regard to lot 11c0703p, which consisted of 1,988 units.